Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extra-peritoneal hernia repair, the surgeon was able to press the green button but unable to squeeze the handle. Another stapler was used to complete the case. There was no patient injury.